Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 360 mg/dl and 475mg/dl. Their current blood glucose value was 358 mg/dl. Customer treated with insulin pump. Customer was unable to complete troubleshooting. An insulin flow blocked alarm occurred during the fill tubing process. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.